Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Review of the sterilization records show there were no non conformances with respect to the sterilization process. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that four patients who had cataract surgery at (B)(6) hospital on (B)(6) 2017, and had pcb00 intraocular lenses implanted, developed toxic anterior segment syndrome (tass) post-operation. A brief description from the surgery center indicated during a one day post op exam, the ophthalmologist noted inflammation and diagnosed tass on four patients. The customer commented that there was no indication that the products were defective, however four patients received the same lens model and they were diagnosed with tass one day post-op, which may be associated with the lenses. Additional information was received and it was learnt that all four lenses remain implanted. All patients were treated with prednisolone drops. Four reports will be filed. This MDR is for the lens with serial number (B)(4), implanted in the left eye of a male patient.